Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported adverse event as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based on the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime post a port placement, the patient allegedly developed infection. However, the current status of the patient is unknown.

Event description:
It was reported through litigation process that approximately eight months and six days post port placement procedure, the patient allegedly developed bloodstream infection. The port was removed from the patient. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight months and six days post port placement, the patient had bloodstream infection due to port-a-cath and the removal was planned. The scar of the previous placement of port was excised. The catheter was identified. A figure-of-eight at the catheter exit was placed. The catheter was removed and the figure-of-eight at the catheter exit was placed. The catheter was removed, and the figure-of-eight was tied. The port itself was dissected and removed. There were no sutures holding the port. Therefore, the investigation is inconclusive for the reported adverse event as no objective evidence was provided to confirm any alleged deficiency with the port. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based on the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 08/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.